Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. More specifically, this rv lead displayed high pacing thresholds (2.7 v) and low r-waves (1.5 mv). The impedance measurements were noted to be within normal range. No additional adverse patient effects were reported.